Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: intracardiac echocardiography (ice) catheter. Product ID: non-medtronic product, product type: catheter. Product ID: non-medtronic product, product type: transseptal puncture device. Product ID: non-medtronic product, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an attempt to create a radiofrequency (rf) lesion on the cavotricuspid isthmus (cti) line near the valve and lead. The application was automatically stopped due to the impedance being too high. The catheter was moved more lateral and further away from the valve. During the delivery of the lesion, the electrocardiograms (ECG) were noisy. Following the delivery, the patient went into ventricular fibrillation (vf). The patient was shocked and converted back to sinus rhythm. A second attempt to create a lesion was attempted on the cti line further from the valve. However, this resulted in the same outcome. The cti line was completed with pulsed field ablation instead. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0012845163 and data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). A returned image showed a wide area circumference ablation (waca) and box set ablation using pulsed field energy to the right and left pulmonary veins. Additionally, an anterior view of the left pulmonary vein ablation demonstrates pulsed field (pf) ablation on the coumadin ridge. A second image showed a cavotricuspid isthmus (cti) line with rf and pf energy. The video provided demonstrates radiofrequency (rf) to the cti and after the rf delivery, the sweep graph depicts a ventricular arrhythmia. Review of the case report pdf showed that rf ablation lesions 111 and 112 were delivered using catheter aa (B)(6), with ventricular fibrillation (vf) documented in the comments. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester e-114 sn04 was used to perform the shorts and mapping tests and both passed. The test capital system was used to perform a simulation test which concluded that pf, rf, and mapping were normal. The catheter was functionally tested using the test capital equipment extension cable. Testing found no errors or alert indications on the test capital system. In conclusion, the reported impedance and location patch issues were observed during data analysis. The reported clinical issues cannot be assessed through data analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.